Event description:
Size 4 insert trial was broken.

Manufacturer narrative:
An event regarding a non-functional triathlon standard insert trial was reported. The event was confirmed. Device inspection indicated the device was returned with significant damage and gouging, resulting in a non-functional device. This confirms the reported event. Medical records not evaluated as clinical factors did not contribute to the reported event. All devices accepted into final stock conformed to specification. There have been similar reported events for this lot ID. The investigation concluded the reported event is the result of a design issue. To address this issue, a design change occurred in 2010 to obsolete this product and create a new replacement product.

Event description:
Size 4 insert trial was broken.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.